Event description:
It was reported that during a gastric bypass procedure, the rotating knob on the instrument was sticking. The clips scissored and the device would not load anymore. Another device was used to complete the procedure. There was no reported pt consequence.